Event description:
A nurse reported that multiple knives from the same lot number could not make an incision during surgery. Pt impact is unk. Knives from a different lot number were used to continue the procedure. No add'l info is to be expected for this report.

Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. All knives are 100% inspected by trained operators, using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).